Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) a patient experienced blurry vision and was unhappy. The lens was exchanged approximately two months following initial implant. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. Cracks are observed on the haptic, gusset area, and optic. Scratches are observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. A power and resolution test was performed and results were acceptable for the company multifocal 23.5 diopter lens. The manufacturer internal reference number is: (B)(4).